Manufacturer narrative:
The qc recovery data provided was within specification. The alarm trace for analyzer (B)(6) showed several sample quality related alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 12 patient samples on 3 cobas e 801 analytical units. On (B)(6) 2026, sample 1 had an initial result of 9.16 ng/l with flag on analyzer (B)(6). The repeat result was 6.18 ng/l. On (B)(6) 2026, sample 2 had an initial result of 62.3 ng/l on analyzer (B)(6). The repeat result was 17.1 ng/l. On (B)(6) 2026, sample 3 had an initial result of 225.0 ng/l on analyzer (B)(6). The repeat result was 92.8 ng/l. On (B)(6) 2026, sample 4 had an initial result of 12.6 ng/l on analyzer (B)(6). The sample was repeated twice and the repeat results were 4.60 ng/l and 4.99 ng/l. On (B)(6) 2026, sample 5 had an initial result of 120 ng/l on analyzer (B)(6). The sample was repeated four and the repeat results were 153 ng/l, 137 ng/l, 150 ng/l, and 157 ng/l. On (B)(6) 2026, sample 6 had an initial result of 72.9 ng/l on analyzer (B)(6). The sample was repeated twice and the repeat results were 84.0 ng/l and 90.8 ng/l. On (B)(6) 2026, sample 7 had an initial result of 31.2 ng/l on analyzer (B)(6). The sample was repeated twice and the results were 8.20 ng/l and 8.88 ng/l. On (B)(6) 2026, sample 8 had an initial result of 272 ng/l on analyzer (B)(6). The sample was repeated twice on analyzer (B)(6) and the results were 36.6 ng/l and 34.9 ng/l. On (B)(6) 2026, sample 9 had an initial result of 17.7 ng/l on analyzer (B)(6). The sample was repeated and the result was 6.15 ng/l. The sample was repeated on analyzer (B)(6) and the result was 8.18 ng/l. On (B)(6) 2026, sample 10 had an initial result of 4.89 ng/l on analyzer (B)(6). The sample was repeated on analyzer (B)(6) and the result was 7.77 ng/l. On (B)(6) 2026, sample 11 had an initial result of 7.75 ng/l on analyzer (B)(6). The repeat result was 4.28 ng/l. On (B)(6) 2026, sample 12 had an initial result of 510 ng/l on analyzer (B)(6). The sample was repeated twice and the repeat results were 26.3 ng/l and 26.6 ng/l.

Manufacturer narrative:
New sample results were provided by the affiliate. On (B)(6) 2026, sample 13 had an initial result of 40.5 ng/l. The repeat result was 34.0 ng/l. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.